Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device has a display issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the display is not working properly. The customer has replaced the ui assembly and is still getting same results. The field service engineer was dispatched to the site for repair and confirmed that he found that inside the ui assembly, one cable from the display was not connected; therefore, he reconnected it. Device returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Customer biomed reports v60 is having display issues. Ui assembly has been replaced still having issues. Investigation is ongoing.